Event description:
A pt reported they were hospitalized as a result of the meter reading inaccurately. Their meter allegedly was reading inaccurately low. The result on their meter was 36 mg/dl. The result on the lab was 229 mg/dl. The time difference between pt's meter and lab was greater than 30 minutes. Treatment was unknown. No further info has been reported.